Event description:
After placing patient on flow-by, the ventilator turned off. Error codes recorded in the system log of the ventilator include ut0255 failure pc: 0xff686762 tid: 23 fa: 0x00000000 and various bd communication and gui communication error codes. The error codes have been sent to covidien service support for review and for further direction. At this time the ventilator is out of service. 10000 hour preventive maintenance (pm) is due, which includes replacement of the oxygen cell, backup battery pack, and air/oxygen inlet filters.

Event description:
After placing patient on flow-by, the ventilator turned off. Error codes recorded in the system log of the ventilator include ut0255 failure pc: (B) (6) and various bd communication and gui communication error codes. The error codes have been sent to covidien service support for review and for further direction. At this time the ventilator is out of service. 10000 hour preventive maintenance (pm) is due, which includes replacement of the oxygen cell, backup battery pack, and air/oxygen inlet filters.